Event description:
The customer stated that he was treated by paramedics for a blood glucose reading of 20 mg/dl. The customer stated that a bolus of 25 units was delivered while he was sleeping. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.